Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. A review of provided data showed the stromal-bed and the back of the flap was not rinsed and cleared carefully during the re-positioning of the flap. In this case, the cut is dislocated to the border of the cornea, accumulating to the occurrence of bleeding. Bleeding during cut is a widely observed phenomenon during cut creation and not specific to this procedure. Handling of bleeding is a portion of the surgical skillset. The root cause could not be determined conclusively. No technical root cause could be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported blood under flap in a patient's right eye post lasik. Surgeon evaluated and discussed with the patient. Flap was lifted and irrigated. Interface is clear now. Patient has trace edema.